Manufacturer narrative:
We received one introflex touhy borst type introducer for examination. Examination of the introducer and returned contamination shield touhy borst connector, found the introducer to be missing the silicone gland and wiper gasket from the valve housing. Due to the silicon gland missing, the introducer could not be clamped around the returned catheter. The returned catheter was used for testing and was inserted through the returned contamination shield and the distal connector of the contamination shield and does tighten around the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that after inserting the swan-ganz pacing catheter inside of the introflex percutaneous sheath introducer, the catheter was not able to secure in the introducer. However, it was possible to reposition the catheter after fully securing with tape. The physician could not confirm if the valve was properly locked, but could confirm that the contamination shield was. There was no allegation of patient injury.